Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic procedure of the prostate, while closing the skin using a sub que running technique, the needle detached from the suture. Additional suture was used to resolve the issue in order to complete the case. There was no patient injury.